Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have patient to fall and lose their right eye.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer evaluated the device externally /internally and dark dust or dirt on the outside surfaces,cracks,crevices,arounf the sd area and modem area,in and around the air inlet canal and inside surface of the sd flip door ,yellow discoloration of blower box,water spots found on the blowet box and bottom surface of the blower also found hair /particles found on the blower box below where the blower rests. The manufacturer observed dust /dirt on the inside surface of the bottom enclosure where the blower seal rests on the blower box and where the grommet sits on the blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error ( e-22,err_moto_flux_magnitude) found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence contaminants in the blower box and the inside surface of the bottom enclosure and there is no evidence of sound abatement foam degradation or breakdown.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to fall and lose their right eye. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.